Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 3 was deployed. One week later, the patient presented at the emergency room complaining of pain in the right groin. The patient was examined by the cardiologist on call and a 3/4 inch piece of what the customer believed to be the vasoseal sheath was found in the patient's groin. No infection was noted. No further complications were reported.